Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Ultimately, the pump was reset and customer will continue to use current pump for insulin therapy.